Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports that the day the implant was placed in fdi 16, failure occurred upon insertion. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.